Event description:
Pt reports revision of a partial knee due to loosening. Update: (b)6) 2010 - medical records were received including the operative report from the revision surgery. The operative report states, the pt was revised to address femoral loosening, metallosis, and mild polyethylene wear. Additional unk product was added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.